Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive; the ok keypad button was also sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn across the ok button. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage. The ok and down keypad buttons were found to be sticking and were hyper-responsive/scrolling. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded, discolored, and difficult to read display text. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.